Event description:
It is reported that while reaming for the lag screw the tip broke off.

Manufacturer narrative:
The part had a potential field age of 6 months and appeared to have been heavily used, with scuffs along the reaming tip. It is possible that the reamer contacted the nail during drilling, causing the tip to fracture. There is insufficient information to determine cause of fracture. Device history records indicate all components were manufactured and inspected to specification. The part was returned for inspection and a fracture was observed in the cutting tip of the reamer. After measuring the part, no deviations from specifications were found int he locations measured.